Event description:
"The bag burst on the product whilst being withdrawn from the incision. This occurred four times from the same lot no. Batch. They had to use several retrieval bags during the case, therefore, the case was prolonged."

Manufacturer narrative:
Investigation summary: an unused/unopened sample from the cer's specified lot (1054656) was returned. The tissue bag samples from this lot (1052606) were tested for strength at the seams and passed. We reviewed the manufacturing records of this lot and no unusual events occurred during construction. The product involved in the incident was not returned for eval which makes proper assessment of the failure mode difficult. However, failures of the kind of described in the incident are typically the result of stretching leading to eventual failure of the bag material. Most of these failures occur near the bottom seam of the bag and are typically caused by attempting to extract a filled bag through an undersized port in the abdominal wall. This failure mode was replicated during product development. When attempting to pull a bag filled with a porcine gall bladder through a tissue opening left by an 11 mm trocar, the size of the opening prevented extraction of the bag. Additional forceful traction caused stretching and eventual rupture of the bag. For that reason, applied recommends that, under these circumstances, the port site be enlarged as prescribed in the product info data sheet.